Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld would lose power intermittently. As a result of the power loss, the handheld would display a memory error message. The cause for the anomaly is associated with a swollen main battery. No further anomalies associated with the handheld performance were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the neurosurgeon was having issues with her handheld device. The handheld rebooted repeatedly and would not allow interrogations to be performed. The neurosurgeon kept the handheld plugged into the power adaptor when it was not in use to ensure it was charged. When attempting to interrogate a demo generator, the handheld displayed a ¿memory error¿ message and subsequently rebooted. Another programming system was able to successfully interrogate the demo generator. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.